Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the issue was when the doctor removed the scope to then pass the mesh through the cannula that the trap door seal has broken away from the casing. They had to open up another balloon from another one of their kits for him to complete the case. Corrective action taken relevant to the care of the patient: none.